Event description:
It was reported that a malfunction alarm occurred. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, suggesting no adverse impact. Cts arranged to replace the pump and provided instructions for putting the pump into storage mode before returning it. Caller confirmed understanding of the steps needed to receive and set up the replacement pump, which has been sent to the customer.